Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was constantly hurting due to device kept on moving and flipping. Revision was then done to tack the ICD down. The patient also recently reported getting all kinds of electrical shocks. Boston scientific technical services (ts) referred the patient to physician. This ICD remains in service. No additional adverse patient effects were reported.